Manufacturer narrative:
D4. Medical device lot #: unknown. Lot # 5299540 was reported; however, this is not a lot # manufactured for the reported catalog #367283 d4. Medical device expiration date: unknown h4. Device manufacture date: unknown e1. Initial reporter facility name: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed the lot number on product is incorrect. There was no health impact or consequence reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-00624 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.